Event description:
It was reported that the patient underwent an spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4); upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).